Event description:
As reported from germany by our edwards lifesciences affiliate, during deployment of a sapien 3 ultra valve in aortic position by transfemoral approach, there were inflation/deflation issues of the 26mm commander delivery system balloon. The inflation/deflation time was 7.3s. The slow inflation/deflation time had also been noted during prep. The long inflation/deflation time ended with a loss of capture, leading the valve to embolize into the aorta. The procedure was converted to surgery. The patient underwent successful surgery and has been discharged home.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691-2024-02128. Investigation is ongoing. Device not returned to manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Relevant imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve embolization into the aorta was unable to be confirmed due to unavailability of procedural imagery/medical records. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, loss of capture pacing occurred during the valve deployment, which resulted in the valve embolizing into the aorta. Per training manual, "loss of capture during rapid pacing can cause sudden delivery system movement during deployment". As such, available information suggests the procedural factors (loss of pacing capture) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.